Event description:
The customer woke up with high bgs and was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. Suggested the customer to use manual injections per md protocol. Advised to call back to perform the high-pressure test when the clamp arrives.